Event description:
It was reported that the 9800 system displayed a low ma error message. There was no report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported failure could not be duplicated. However, as a proactive measure calibrated the system filaments. The system was tested and found to be working as intended and placed back into service.